Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system leaked from the tubing/adapter during use. The following information was provided by the initial reporter: "when I removed the guidewire and proceeded to administer the dose of analgesia it leaked around the tubing at the connected port."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-may-2022. H.6. Investigation: our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue of leakage was not confirmed upon testing of the sample. The device underwent leakage testing and during the test no leakage was observed. A manufacturing root cause could not be identified since the reported defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system leaked from the tubing/adapter during use. The following information was provided by the initial reporter: "when I removed the guidewire and proceeded to administer the dose of analgesia it leaked around the tubing at the connected port.".